Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the controller is not charging and they had the controller plug into the outlet all night. Patient services (ps) asked patient connect controller, controller showed to ins 30% and controller is low and need to charge. Ps asked patient to inspect the controller battery compartment and battery pack, and controller port for damage. Patient mentioned she had shoulder surgery on (B)(6), 2021 and since then the issues started. Ps confirmed the ac power cord have green light. Patient said there is no damage inside controller or the bp. Patient mentioned the controller has been dropped a couple time in the last day or two because she is only able to use one hand due to shoulder surgery. Patient reported the ins is taking a long time to charge and controller showed orange light blinking when recharging ins. Patient services (ps) asked patient to inspect the recharger (rtm) and patient said there is white color on the paddle and cord connection area. Ps asked if rtm get hot when recharging the implant and patient said yes. The issue was not resolved. An email was sent to the repair department to replace the recharger device. An email was sent to the repair department to replace the controller device.

Manufacturer narrative:
Continuation of d10: product ID: 97755 (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed that the complaint was unable to be verified. They found no issues with finding or charging the ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.